Manufacturer narrative:
Concomitant medical device: addr01 ipg implanted (B)(6) 2015.

Event description:
It was reported that intermittent oversensing was observed with the right atrial (ra) lead. The lead remains in use. No patient comp lications have been reported as a result of this event.